Event description:
Information was received indicating that the flange to a smiths medical portex® bivona® tracheostomy tube was broken at the circular base. Subsequently, an emergent tracheostomy (trach) change was required. The patient recovered with no further adverse effects.

Manufacturer narrative:
One picture of a smiths medical tracheostomy was returned for evaluation. A broken flange and inflation line were observed. Production personnel reviews the parts 100% before assembling them to see if they have any molding issue. The most probable cause of issue was that incident occurred after product left the shm facility. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.